Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system couldn¿t boot up. The rse instructed the customer to check the power supply and shut down the whole system. After shutting it down, the whole system was turned up and the system was returned to use in good working order. The codes were updated based on the investigation outcome.